Event description:
It was reported that this inflatable penile prosthesis stopped working due to fluid loss and the pump remaining flat and hard. Two months later, a surgical procedure was performed to remove and replace all the components. Upon explant, the source of the fluid loss could not be identified. There were no patient complications reported.

Manufacturer narrative:
B3 event date: the exact event date was not available, therefore the date 12/20/2023 was used as estimate.

Event description:
It was reported that this inflatable penile prosthesis stopped working due to a fluid loss and the pump remaining flat and hard. A revision surgery has been scheduled. There were no patient complications reported.